Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, lot# v00706, product type: lead, product ID: 3387-40, serial/lot #: (B)(4), ubd: 08-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient had a battery change on (B)(6) 2019. The rep checked the impedances pre-operatively and noted they were high on the left lead. The unipolars only were in the 4000 range. All bipolars were normal (around 2500). The patient was not having any issues with her therapy and reported the numbers were always high. The rep checked with the managing physician and he also reported they were "out of range". There was no intervention planned and the impedances were still high after the battery replacement. There was no injury to the patient. There was nothing that she said would have caused the high measurement. No complications were reported or anticipated. Refer to manufacturer report #3004209178-2019-00868 for details pertaining to the related reportable event.